Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that frontal image pc was not booting up properly and communicating properly with the host pc. After reviewing log file fse found that there is malfunction on lateral ip-pc. Upon troubleshooting fse found errors in both frontal and lateral ippc and found the power cable was loose in the back panel. Fse suspected that the communication problems with the ippc and observed the low on coolant in the detector cooler. The cause of the ip pc failure conclusively determined by the supplier's part analysis as the 24v psu can¿t be connected to the controller due to a stuck screw and the network was a possible defective. To resolve the issue, fse replaced ippc, hard drives, power supply unit, host pc, and glyco chem. After replacing the ippc, hard drives, power supply unit, host pc, and glyco chem, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to perform x-rays with the biplane system due to a system bootup issue. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.